Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I results in patients without myocardial infarction. It was noted that the cardiology department observed higher rates of low-value positive troponin results. Clinicians expected these patients to have negative results. No specific patient information or data was provided. No impact on patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I), with 510k/PMA/bla number k202525.